Manufacturer narrative:
Follow-up # 1 date of submission 4/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 3/16/2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a blank display screen. Due to the cracked display the investigation was unable to adequately investigate the initial complaint. A test display was used to complete testing and the pump was fully functional with the test display. Unrelated to the original complaint, the battery compartment was cracked had three cracks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen could not be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.